Manufacturer narrative:
Qn# (B)(4).the device history review for the product auto endo5 ml lot# 73g1800089 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 7 clips were fired, so the clip could not be closed properly. The clip in the applier was bent and could not fit in the jaw.

Event description:
It was reported that during biliary pancreatic surgery the clip stuck and loosened after 7 clips were fired, so the clip could not be closed properly. The clip in the applier was bent and could not fit in the jaw.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and no clip in the first position of the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. The device was disassembled to inspect the internal ratchet ears. Upon disassembly, it was found that the lubrication on the ratchet for the right side of the handle body was not applied properly. The mis-application of lubrication on the ratchet caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged. This resulted in the ratchet ears breaking. The device was received with 0 clips remaining in the channel indicating that 15 clips were fired by the end user. The reported complaint of "failure to function" was confirmed based upon the sample received. One device was received. Upon functional inspection, no clip fired. When the sample was disassembled, it was found that the lubrication on the ratchet for the right side of the handle body was not applied properly. The mis-application of lubrication caused there to be an excess amount of force on the ratchet ears and trigger whenever the trigger was engaged, which resulted in the ratchet ears breaking. The lubrication not being applied properly is an issue related to the manufacturing process. A nonconformance has already been opened as a result of this issue. Corrective actions have been put in place to improve the manufacturing process and to help prevent the mis-application of the lubrication from recurring. The received sample was manufactured prior to the corrective actions being put in place.